Manufacturer narrative:
Model eg38-j10ut-us is available in the USA with a 510k number k200090. Evaluation summary: the customer concerns the uneven o-ring gap on the connector; however, it is not affect function and safety. In fact, there is no such complaints we received. It is manufactured as the original design. No further action required. This report is being filed as part of the pentax backlog management plan

Event description:
The time of event is unknown. There was no report of patient harm. For evaluation-has seam gap in eus connector . Date of event not known for the exact date, we just know the year the complaint was sent in to manufacture